Event description:
Customer reported that a patient underwent a cat-scan and it was observed that a piece of proceed mesh had detached from the abdominal wall. Customer also reported that an unspecified infection developed. Device was reatteched.